Event description:
A 20mm diameter x 12mm diameter x 13.5 cm length aneurx bifurcated stent graft system and it components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2003. Pre-implant aneurysm and vessel morphology are unknown. It was reported that at the follow-up visit it was indicated the patient had an endoleak. The physician was unable to determine the location of the endoleak; therefore, additional stent grafts were placed in the previously deployed stent graft system to resolve the endoleak. The procedure was reported to be successful. No clinical sequelae were reported, and the patient is reported to be fine.